Event description:
Note: this report pertains to one of three rotatable medium oval snares used in the same procedure. Manufacturer report # 3005099803-2014-03331 addresses the first device, while manufacturer report # 3005099803-2014-03330 references the second device and manufacture report # 3005099803-2014-03340 references the third device. It was reported to boston scientific corporation that three rotatable medium oval snares were used in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the scope was strongly angled when an attempt to extend the first snare was performed. It was reported that resistance was felt during extension and the wire kinked. A second snare and third snare were used but the same failure occurred. The procedure was completed with a captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the flare detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Visual evaluation of the returned device found that the flare was detached and catheter was slightly kinked and bent. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. Additionally, the catheter is slightly kinked and was bent in the distal section. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.